Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. Corrected filed: g4. The device was returned to olympus for inspection and the reported failure was confirmed. This event was caused by a component failure of the ceramic insulation. A definitive root cause of the reported failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sheath had a broken tip. The event occurred during a transurethral resection of the prostate procedure. No harm reported.